Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on november 14, 2022. Visual analysis of the photographs identified: -device patch with lot number 3258920 and catalog number 260 g. -capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted and replaced.